Event description:
Customer reported that the insulin pump did not detect the new battery and had a low battery alarm despite changing the battery. Customer changed the battery again and received a failed battery test alarm and a blank screen. She stated that the battery cap looked like the contact was pushed in. The blood glucose reading was 290 mg/dl and customer treated with a bolus. Customer stated that the insulin pump had not been dropped, bumped, or exposed to moisture but the battery cap was damaged. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.